Event description:
It was reported that the patient experienced difficulty inserting the connector into the ilet. The patient was informed that connecting the component may require some effort and was advised that an alternate connector could be tried if needed. The patient chose to continue attempting the connection and indicated they would use backup therapy if unsuccessful. Bg levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.